Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 94 mg/dl at the time of the report. The customer stated that he over treated, which caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.